Event description:
During the assembly of the jig for the triway nail, the connector equipped with the fixation screw became stuck in the compression wheel and the positioning guide. Due to the flat side of the screw, it tends to sit at an angle in the threading, causing it to jam. The screw then becomes very difficult to loosen or remove. The customer eventually managed, after several attempts, to free the screw and continue the procedure.